Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-01489. 1627487-2020-01491. It was reported that patient experienced ineffective therapy. Surgical intervention occurred during which the system was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of ineffective therapy was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.